Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient reported inaccurate cgm values occurred the day the sensor had been inserted into the abdomen. On (B)(6), the patient experienced a symptomatic hypoglycemic event. At the time of the report to dexcom technical support, the patient had ¿just gotten home from the hospital¿ where she was treated for hypoglycemia as her glucose had been dropping all week to the 40s mg/dl but her cgm values were higher than her bg. The patient experienced body aches, difficulty comprehending and speaking post-event. Details of the event, cgm/bg values, and medical intervention information were not provided. Multiple unsuccessful attempts to contact the reporter were made by dexcom technical support and medical safety; however, no other details were obtained. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e0131 speech disorder.